Event description:
It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 85% stenosed lesion being treated was located in the mildly tortuous, non-calcified mid to distal left anterior descending artery. The physician implanted a 3x32mm liberte bare metal stent in the target lesion and then post-dilated using an unspecified balloon. While reviewing the flow and apposition of the implanted stent, it was noted that there was a vessel dissection at the distal end of the implanted stent. The procedure was completed by implanting a 2.75x12mm liberte bare metal stent to cover the dissection. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).